Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips by the customer that the device's battery fails calibration. There was no patient involvement. The reported problem was verified in the lab. Although the battery appeared to have been successfully calibrated, the failure message remained unchanged even after successful battery calibration.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips by the customer that the device's battery fails calibration. There was no patient involvement.

Manufacturer narrative:
The vendor's final investigation report was received. The report found no fault with the battery pack. The gas gauge, bq3050, has integrated routines that support calibration of current, voltage, and temperature readings through a manufacturer access command that disables/enables entry into auto-calibration mode for that purpose, and which status is indicated by the manufacturing status [cal_en] flag. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips by the customer that the device's battery fails calibration. There was no patient involvement.